Manufacturer narrative:
The pump was returned and a visual inspection verified the presence of blood in the red handle. Further inspection identified a hole in the catheter from which the leak originated. Upon conclusion of the investigation, the leak was confirmed and the cause was traced to a hole in the catheter. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, drops of blood were seen coming from the red plug. After discussing the noted observation with the physician, the decision was made to maintain support with the implanted pump. No intervention was required and patient support continued without complication.